Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and failed, receiver will not boot up. A review of the receiver logs was not performed, no data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.